Manufacturer narrative:
Analysis was unable to prime the insulin pump during prime test due to motor support disk. The insulin pump was received with cracked case at lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.